Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing elevated blood glucose levels in the 400's mg/dl in (B)(6). Patient stated she gave injections and her readings went down to normal range. Patient reported she remained on the pump and her readings went back up to the 400's mg/dl; switched to her backup pump and readings returned to normal. Patient attributed the elevated blood glucose readings to a delivery issue. No adverse event reported. Requested return of the alleged pump for evaluation.